Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. A chest xray confirmed the device to be a boston scientific (B)(4) device. No beeping tones were emitted. The battery was confirmed to have been fully depleted. A revision procedure was performed and the device was explanted.